Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dirty tube lifters in the reported problem area of the pipetter assembly. The fse cleaned the tube lifters. The instrument was inspected, tested without further problem, and returned to service.